Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels range (300-400 mg/dl) the customer delivered manual injections and the contact assisted the customer with boluses to stabilize bg level. Reportedly, the contact changed supple twice and rotated infusion set sites. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level